Manufacturer narrative:
All test and calibrations passed. Voltages checks are ok. Unit was tested to reproduce the fault but the fault did not reappear. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description:unit shows some flaws on the screen during startup (black screen with some "chinese-style" signs) and didn't want to start up. This happened few times.

Manufacturer narrative:
All test and calibrations passed. Voltages checks are ok. Unit was tested to reproduce the fault but the fault did not reappear. Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. An UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields.

Event description:
Hamilton medical ag received the following event description:unit shows some flaws on the screen during startup (black screen with some "chinese-style" signs) and didn't want to start up. This happened few times.

Manufacturer narrative:
All test and calibrations passed. Voltages checks are ok. Unit was tested to reproduce the fault but the fault did not reappear. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.

Event description:
Hamilton medical ag received the following event description: unit shows some flaws on the screen during startup (black screen with some "chinese-style" signs) and didn't want to start up. This happened few times.